Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Technical services (ts) was contacted for further review of the stored electrogram (egm). Upon review, a previous occurrence where the rv lead exhibited high out of range pacing impedances was noted. The available electrogram (egm) were reviewed and noted no lead noises and sensing and thresholds were stable. Ts recommended the patient be scheduled of an in clinic visit for further lead evaluation. At this time, the rv lead remains in service.